Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a beep anomaly. Customer did not observe any alarms or circles at the top of their screen. The customer also reported a weak battery alarm was found in their alarm history. Customer's blood glucose was 66 mg/dl at the time of incident. Customer treated their blood glucose with juice. It was also found the insulin pump would beep every five to seven seconds on the insulin pump. The customer's insulin pump will be replaced. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, low battery or failed battery test alarms noted. No audio or beeping anomaly noted. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.